Manufacturer narrative:
(B)(4).

Event description:
It was reported that the event occurred while in the cath lab during insertion. During placement of an ai-07155-ik into the jugular artery of the patient, the physician tried to tighten the protector sheath too tight and the hub snapped. As a result, the device was removed. The physician opened another kit and this time the physicians tightened the protector sheath right and had no further issue. The procedure went on as planned. There was no report of patient death, complications or injury. No medical / surgical intervention was needed. There was a delay or interruption in therapy with no harm to the patient noted. The patient outcome is okay. Additional information received on (B)(4) 2013 stated that the delay or interruption in therapy was approximately 5 minutes. They used another ai-07155-ik for the 2nd kit via the same insertion site. The patient outcome is okay.